Manufacturer narrative:
(B)(4).

Event description:
During the procedure it was identified that the footswitch pedal was sticking in the activated position but, it is unknown if the system (generator and device) was delivering rf energy. It is known that there was no patient impact or injury and no error codes were identified. A different footswitch was connected to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.